Manufacturer narrative:
This report is submitted on october 26, 2010, by cochlear limited on behalf of cochlear americas. Registration number 3009092818 and exemption number e2016011. H3 other text: implanted device remains.

Event description:
Per the clinic, the patient experienced a performance decrement due to migration of the electrode array. The implanted device remains.